Manufacturer narrative:
Follow-up MDR was mailed to the FDA on 4/25/97. Device label code for f10. Position 1: 1738. Device label code for f10. Position 2: 1738. Device label code for f10. Position 3: 1738. Evaluation summary: the iab was received intact for evaluation with the balloon membrane noted to be completely unfolded. Blood was noted on the exterior of the balloon but not within the balloon membrane. Visual examination revealed a kink in the inner lumen within the membrane at the catheter/membrane junction. In addition, a smooth-edge slice was noted in the balloon membrane at the location of the inner lumen kink. It was not possible to pump the iab on the laboratory system 90 due to the condition of the balloon membrane. Probable cause of difficulty: laboratory examination did verify the reported difficulty. In general, kinking of an iab may be attributed to one or more of the following: 1. A severe vessel tortuosity and/or patient movement. 2. The user may have failed to secure the catheter and y-fitting to the patient. Manipulation of the kinked portion of the catheter can minimize the restriction and improve balloon performance. 3. The user may have pulled the balloon out of the sleeves through the slot provided in the tray on a sharp angle instead of "straight out" as instructed in datascope's instructions for use (causing the iab to kink at the proximal taper). 4. The user may have kinked the iab on insertion if the balloon was not supported by the guidewire or if the catheter was held too far back from the insertion site during the insertion procedure. The damage to the balloon membrane most likely occurred during balloon removal. If the slice in the membrane was present prior to iab insertion, it is most likely that the interior of the device would have become contaminated with blood.

Event description:
The iab kinked during insertion. The iab was not used. A second was inserted into the pt. Event complications: none from the event-reported 12/4/96. Pt's current status: fine - rpt'd 12/4/96.